Event description:
In 05, the lay reporter, the lay patient's family member contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately high. In 05, the medical affairs specialist spoke with the patient to obtain/verify the following information: the patient takes humalog insulin 3 times a day per sliding scale, dependent on his meter readings and carbohydrate consumption. He also takes lantus insulin 10 units every night at 11:00 to 11:30 pm. He stated he has not taken oral diabetes medication for quite a while and did not take oral diabetes medication at the time of concern. He said his blood glucose levels have been widely fluctuating and he has experienced hypoglycemia 4 times in the last month. In 05, he took 6 units of humalog insulin prior to lunch; he took 6 units of insulin planning to eat more carbonhydrates than he actually consumed with his meal. A couple hours later, he knew he was becoming hypoglycemic; he was shaking, calling out loudly, and confused. Spouse gave him orange juice and 2 tubes of oral glucose. The spouse tested the patient with the reported meter while he was symptomatic and obtained a result of 317 mg/dl. The spouse called emt. Emt's obtained a result of 20 mg/dl on their meter within 10 minutes of the reported meter test. The reported meter result appears to have been inaccurate, as it did not agree with the patient's symptoms or the emt meter result. Emt's treated the patient with IV and oral glucose. The patient also ate a ham sandwich. About 1 hour later, an emt meter result of "300 something" was obtained and the emt's left. The customer care agent (cca) confirmed that the test strips were in good condition, were not expired, and had been stored correctly. The code on the meter matched the code on the test strips. The spouse used correct testing technique. A control solution test was not performed, as the patient did not have control solution. The meter and control solution were replaced.